Event description:
Nurse tech received mild electrical shock when plugging in automatic bp machine; received substantial shock when she unplugged machine. Sustained burns to her right thumb, had pain radiating to arm and shoulder. Was seen in employee health. Device checked by engineering dept. Frayed cord replaced. No other problems with device.